Manufacturer narrative:
Eua#: (B)(4). H.6. Investigation: the complaint investigation for false positive result with the biogx sars-cov-2 osr assay (ref #: (B)(4)) unknown lot was performed by bd. Since no data or kit lot was provided by the customer, biogx could not perform the investigation. The investigation was performed by review of the complaint history only. The complaint history review showed that several other complaints were received for discrepant results with the biogx sars cov-2 reagents for bd max¿ systems. These had various potential root causes, including sample contamination or sample at the limit of detection of the assay. Since the biogx sars cov-2 reagents are manufactured by biogx, bd is unable to further evaluate if a product issue is in cause. Bd did not perform complaint trend analysis since no lot number was provided. Bd cannot confirm the complaint based on the investigation that was performed. The root cause of the customer issue was not identified. Bd did not initiate a preventive and corrective action plan. H3 other text : see h.10.

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained by the laboratory personnel . A confirmatory test was performed and gave a negative result. No erroneous results were reported out and there was no patient impact.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained by the laboratory personnel . A confirmatory test was performed and gave a negative result. No erroneous results were reported out and there was no patient impact.